Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. If additional information becomes available, a follow up report will be submitted.

Event description:
This is a report of a home patient who developed peritonitis after receiving a system error 2240 (air in line) alarm. The care giver (cg) of the home patient contacted baxter's technical service representative (tsr) to report the 2240 alarm during the initial drain phase of therapy. The tsr explained the alarm and had cg cycle power twice to clear it. The cg stated that she has had problems with the homechoice and requested a new one. The tsr arranged a swap of the device. Tsr explained that patient will need to start over with new supplies. Tsr also advised cg to call nurse in the next 24 hours and let her know that hp will be using manual supplies, since cg does not want to use the homechoice again tonight. The nurse was contacted and the following information was obtained: the patient has recently developed peritonitis and is in the hospital performing therapy without complications. The nurse was unable to provide any information regarding the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted on associated lots (h10i02070, h10g30117 and h10i26020. ) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress under (B)(4). The root cause of this incident was not determined.